Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise, which was oversensed, and low pace impedances on the right ventricular (rv) lead. The rv impedances were less than 200 ohms. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.